Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) results generated using the architect (B)(6) reagents. The following data was provided for one patient (s/co). Sid (B)(6) initial (B)(6), retest (B)(6). Sample retest using other methods was rna negative and (B)(6), however the specific method for the retest anti-hcv reactive result was not provided. Sid (B)(6) (redrawn sample) (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.